Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6014341, in question was manufactured at the reynosa site. DHR review: the lot 6014341 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 17/jul/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5g03758 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 16/jul/2025, with a total of (B)(4) units. The lot 5g02592 was manufactured according to the wi version 34 welding in the machine ls06 & ls07, on 16/jul/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5f04745 was manufactured according to the wi version 68 in the gluing of connector in the line ft02, on 16//2025, with a total of (B)(4) units the lot 5f04738 was manufactured according to the wi version 68 in the gluing of connector in the line ft02, on 26/jun/2025, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: number non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Conclusion summary of complaint investigation: as a result of the following: no nc raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.